Event description:
Lina gold loop for laparoscopic use broke as the surgeon was beginning to use it. Replacement given to surgeon which worked appropriately.

Manufacturer narrative:
We are currently waiting for the shipment of the product which is arranged by the distributor.